Manufacturer narrative:
35 samples were returned and reviewed. 5 sealed samples and 1 opened sample were returned for lot 11267856. 9 sealed samples were returned for lot 11226967. 3 sealed samples were returned for lot 11294492. 1 sealed sample was returned for lot 11269277. 17 sealed samples were returned for lot 11232375. All of the products were opened and examined for visual inspection, no damage was observed. 1 sample from each returned lot was functionally tested by collecting samples from a bar of soap. Each device successfully captured a sample, the complaint could not be confirmed. Since the failure mode could not be duplicated, no further root cause analysis is required at this time.

Event description:
Physician statement: after the initial insertion of the harvest needle into the patient (hard bone), the stylet was removed, and aspiration was successful. The stylet was reinserted, and the needle was advanced with second aspiration. The process was repeated again. After the third aspirate, the stylet was again reinserted, and needle entirely removed. Prior to reinsertion for the second puncture of the procedure, the physician noticed the shortened sheath.